Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found tears in the lens haptic, haptic bent and presence of residue on the lens surface. Implanted date: it is corrected to (B)(6) 2017. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.5/086 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.